Event description:
It was reported that post-operative the right atrial (ra) lead exhibited far field r wave over sensing resulting in false atrial tac hycardia/atrial fibrillation detections. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.